Event description:
The field engineer reported that the system displayed high ma error messages during a pt procedure. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ma null was adjusted and a filament calibration was performed. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.